Event description:
It was reported to arthrocare that a pt underwent a shoulder arthroscopy procedure and rcr repair using four opus smartstitch m-connectors, three opus smartstitch suture cartridges and one opus smartstitch suture device handle. Allegedly, the smartstitch suture device handle broke the m-connectors and suture cartridges during the surgery. The physician reverted to a mini open to complete the surgery. The surgery resulted in a 45 minute delay. No adverse reactions to the pt and no pt injury were reported.

Manufacturer narrative:
The device was reported as returning for investigation. To date the device has not been returned. A follow up report will be submitted when the investigation and lot history review are completed. The seven additional devices used in this same procedure were filed under MDR 2032380-2011-00070, 2032380-2011-00071, 2032380-2011-00072, 2032380-2011-00073, 2032380-2011-00074, 2032380-2011-00076, and 2032380-2011-00077. Ref. Arthrocare RMA 10025752.